Manufacturer narrative:
Customer threw device away. H6. 81 and 707 - document review done by MFR on the product lot number 96e06. All documentation and test reports show no complaints of this nature.

Event description:
The device was being used in the maternity ward. Bladder gets full and had to stop birth delivery long enough to drain bladder. Device would not drain. Has happened before where catheter would drain less and less as day goes on.